Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation's results, it is likely that the following led to the malfunction: the use of products containing silicone can cause deposits of white, foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a white foreign material in the air water tube and cylinder. There was no patient involvement.